Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that there was two small metal pieces observed on the sterile drape. The terumo herc flex stabilizer arm was handed to the surgeon in working condition with no damage upon inspection by the scrub nurse. The arm was removed after the anastomoses portion of the procedure was completed. Two small metal pieces was observed on the sterile drape. The detached metal pieces were sequestered and are with the of the department of sterile processing service. It is unknown when this event occurred, if there was a delay, if the product was changed out and if the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility.